Manufacturer narrative:
Per the tandem user guide, "the system is indicated for use with u-100 humalog or u-100 novolog insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred, and customer was hospitalized due to a blood glucose (bg) level of 490 mg/dl. Customer was treated with an insulin drip and fluids. Reportedly, customer was released from the hospital the following day. Customer was using admelog insulin. Tandem technical support educated the customer on the recommended labeled insulin to use with the pump.